Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7103096.

Event description:
It was reported that the patient was inadequate and loss stimulation due to lead migration. It was also reported that the patient had large hematoma. The patient underwent a lead revision procedure and was doing well postoperatively.